Manufacturer narrative:
(B)(4). It was reported that there was a patient skin burn discovered during a post-ablation check-up in the location of where the indifferent electrode was placed during the ablation. No errors were found during unit inspection. Functional and safety tests were performed as well as pm. Nis board upgrade was performed for the stockert. The purpose for the upgrade was to enhance the functionality of the board and it need to be performed even if the unit did not present any malfunction. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution. Customer complaint was not verified.

Event description:
During the afib paroxysmal procedure it was reported that there was a patient skin burn discovered during a post-ablation check-up in the location of where the indifferent electrode was placed during the ablation. A thermocool sf catheter was in use at 40 watts with a 15 ml/min infusion rate. Additional information provided was stating that the burn/blister was classified as 2nd degree burn. Antibiotic lotion was prescribed to treat the burn/blister. Patient did not require further treatment. This event did not result in the permanent non-trivial impairment of patient's body function or permanent damage to patient's body structure. This incident did not necessitate surgical intervention to preclude permanent, non-trivial damage to a body structure. This patient was brought in for an af ablation on (B)(6) 2012. The skin burn was not diagnosed until a few days later. The patient went for a follow-up procedure visit with the physician and pointed out the skin burn. Patient's condition was improved.

Manufacturer narrative:
Add'l devices: carto 3 system, model #: m-4800-01, serial #: (B)(4); cool flow pump, model #: m-5491-02, serial #: (B)(4); c3 ez steer thermocool sf non-nav, model #: d-1314-09-s, lot #: unknown; c3 nav variable lasso, model #: d-1290-01-s, lot #: unknown. (B)(4).